Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed non-conformances. The recharge antenna failed due to an intermittent "no device found" error message. The recharge antenna failed due to the rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) for nonmalignant pain. It was reported that for a good two months now their paddle has been getting extremely hot, almost feels like it is going to burn them, when trying to charge the implant. Pt added that when trying to charge the implant everything seems to get hot and the controller would go blank/unresponsive, and they'd have to take the battery out overnight. Pt stated their doctor said if they continue to feel it heating up on the paddle or in their body around the implant, they may need to replace the implanted battery. The manufacturer's patient services specialist (pss) had caller examine the equipment for damage; caller noted no visible damage. It was also reported that their controller battery hasn't been holding a charge. Pt stated the controller will be charged up to 100% but when they go to charge the implant, it's right down to 0% before the implant gets fully charged. Pt added that when they had the battery replaced last year, the battery fit in the controller but the battery door did not fit over the battery. Pss reviewed replacing battery compartment door. The pt noted that they tried to get in touch with their old clinician, but they had left the company, and they finally got in touch with another representative today. The issue was not resolved. A replacement recharger and battery pack were sent out. Additional information was received from the patient (pt). It was reported that the heating of the recharger/ins had been resolved.